Manufacturer narrative:
Section b3: correction section b5: correction - the patient visited the emergency department (was not hospitalized) on (B)(6) 2018. The patient was discharged from the emergency department on the same day after afrin and gauze treatment. Section h4: correction. Manufacturer's investigation conclusion: a specific cause for the report of major bleeding could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's recurrent nose bleed is covered under MFR number 2916596-2020-02443. The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2018 due to recurrent epistaxis. Afrin and gauze were used for treatment. No further information was reported.